Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during the acl reconstruction with the omnispan meniscal repair, noted the double deployment as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the gun was not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, it can be noticed there are no implants left; however, as it can be seen in the picture provided by the customer, the two implants deployed one after the other with no pause in between; the complaint is confirmed. It is possible that the user pulled the red trigger before firing the first implant. This would cause the second implant to be loaded, and both first and second implants would remain inside the needle. Then, when the gray trigger is pulled both implants would be deployed from the needle at the same time. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was performed and no non-conformances were identified for this part number (228142) with lot number (2l06434) combination per qlik search performed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.